Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the batteries to be fully charged and verified the battery charging voltage. All performance tests including the battery runtime test passed the stm verified that the iabp unit could run on each battery to factory specifications and confirmed that, after the tests, the iabp unit was able to charge both batteries. The stm was unable to duplicate the customer's reported issue, but asked the customer to charge the iabp unit overnight and to verify a full charge in the morning. The stm returned at a later date and observed that the iabp unit displayed both batteries were unusable and replaced the power management board to correct the issue. The stm asked the customer to charge the iabp unit overnight, then returned to the customer's site the next day and verified that after another battery charge, the iabp unit displayed the correct battery strengths. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the batteries for the cardiosave intra-aortic balloon pump (iabp) were experiencing a charging issue. It was later clarified that the batteries had been depleted completely and were not charging up after being charged overnight. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.